Manufacturer narrative:
The crown was recemented using a different lot of maxcem elite without further incident. The patient is doing fine. The returned product was evaluated for adhesive strength and met product specifications. A review of the manufacturing records indicated that there were no non-conformances or variances during the production process. In addition, a review of complaint database trending showed that no similar complaints were received for this lot which indicates that this is an isolated incident. These investigation results have led to the conclusion that the debonds may have been due to a user or technique-related problem and were not the result of a product failure.

Event description:
On (B)(6) 2011 a doctor alleged that four (4) patients experienced the debonding of crowns that had been placed with maxcem elite. This MDR is the second of four reports.